Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "a nurse in a care unit notifies the laboratory that the citrate tube is not filling. She uses three different tubes from the same batch and the problem arises every time. At the laboratory level, there are three underfilled non-conformities." 3 occurrences were reported.